Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure for this device, difficulty getting the is-1 terminal pin into the header was experienced. Mineral oil was used and the terminal pin was able to be fully inserted into the header. The device was implanted. There were no adverse patient effects reported.